Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Refer to medwatch # 3004209178-2016-53771.

Event description:
The customer's nurse reported via telephone call that she was hospitalized with a high blood glucose reading of 717 mg/dl. The customer was wearing the insulin pump at the time of the hospitalization, and it had an empty reservoir upon arrival. The insulin pump had a low reservoir and no delivery alarm. The customer was treated with an insulin drip and manual injections.